Event description:
Related manufacturer reference number: 2017865-2023-44087. It was reported the patient presented in clinic. The patient experienced palpitations at rest. An electrocardiogram taken during the palpitations showed ventricular pacing was high. Rate response was discussed to be changed. Further information was requested but not received. The patient was stable.